Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During testing, it was confirmed that the unit was not cooling and an alarm 113 was present. The device did not meet specifications, and was influenced by the reported failure. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was giving an alarm 113 (reduced water temperature control). A check of the diagnostics showed that the mixing pump had failed. The device was under a platinum service plan so mss stated that would ship a loaner at no charge.

Event description:
It was reported that the arctic sun device was giving an alarm 113 (reduced water temperature control). A check of the diagnostics showed that the mixing pump had failed. The device was under a platinum service plan, so mss stated that would ship a loaner at no charge.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.